Event description:
Literature was reviewed regarding the biomechanical properties of a novel fenestrated pedicle screw augmented with bone cement in os teoporotic human cadaveric spines. It was reported that the study demonstrated that the novel fenestrated pedicle screw, when augmented with a limited quantity of bone cement, significantly increased pullout strength in both thoracic and lumbar vertebrae compared to standard screws without bone cement. This enhancement was achieved while minimizing the risks associated with using higher volumes of bone cement. The article did not specify the use of any medtronic devices or any deaths occurring in the study population, nor did it establish any causal or contributory relationship between medtronic products and adverse outcomes. Among all patients, adverse events or device product performance issues were not detailed in relation to medtronic products, as the study primarily focused on the performance and safety of the novel fenestrated pedicle screw system. No further information was provided pertaining to medtronic products. In the study, there were three instances of cement leakage, known as extravasation, which accounted for 4.8% of the cases. In one instance, bone cement leaked out of the vertebral body anteriorly at the t11 vertebra, which was osteoporotic and injected with 1.5 cc of cement. The other two instances involved lateral leakage at t10 vertebrae in two osteoporotic spines injected with 1.0 cc and 1.3 cc of cement. The analysis suggested that the leakage occurred through the vasculature of the vertebrae. While these incidents of leakage were noted, the study overall reported a lower rate of cement leakage compared to other techniques, which can range from 5.5% to 40% as reported in the literature.

Manufacturer narrative:
B.3. Please note that this date is based off of the date that the article was accepted for publication as the event dates were not p rovided in the published literature. D1, d.4. Product identifiers are unknown. G4. PMA / 510(k) #- unknown as product identifiers are unknown h6 - neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Philippe e. Paré, james l. Chappuis, raja rampersaud, amit o. Agarwala, joseph h. Perra, serkan erkan, and chunhui wu doi: 10.1097/brs.0b013e318205e3af medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.